Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of 410 mg/dl. Customer was admitted twice in one day to the emergency room. Customer was admitted at about 8 am and readmitted at 2 pm. Customer was vomiting, had nausea, and his blood glucose was way high. Caller stated that when the customer's blood glucose is out of control, it triggers all these things. Customer does not have any supplies. Customer was let go and given an IV not insulin. Customer was given some mediation to calm the pain and the customer stopped vomiting. Customer also had blood work done and was not wearing the pump at the time of the hospitalization. Customer stated that he is trying to get medication for 6 weeks. Customer was also borderline diabetic ketoacidosis last month.